Event description:
Covidien received report that blood sample indicated a 50% saturation, however the valued indicated by the scope indicated 100%.

Manufacturer narrative:
Covidien has requested for more info on the incident and product info. The product type and lot number are unk, therefore the 510(k) and the date of MFR can not be determined.